Manufacturer narrative:
It was reported that the unit generated an alarm indicating that the internal memory backup battery is depleted, and an alarm indicating an error in the internal memory. The review of the returned logs shows that the alarm concerning the depleted memory battery was generated the first time in september 8 2020. According to the logs, despite this alarm, a software upgrade of the device was made, and after that, the alarm indicating error in the internal memory was also generated during startup. When this alarm is detected in connection with a sw installation, it is due to the depleted memory backup battery, the persistent settings will not work. Information have been received stating that the issue happened during ventilation, this statement cannot be confirmed by the review of the received device logs. If the failure occurs during startup, an alarm will be generated and ventilation cannot be started. No part is available for investigation. The cause of the reported issue was due to a depleted memory backup battery of the control printed circuit board.

Event description:
Manufacture's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating an internal memory error while it was connected to a patient. There was no patient harm. Manufacture's ref. #: (B)(4).